Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received two appropriate treatments, one which did not convert the arrhythmia and one which resulted in post shock asystole. The patient also received three inappropriate treatments and a non-lifevest defibrillation. The device was started up at 18:00:06 on (B)(6) 2023. At 11:51:03 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf. At 11:52:15, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 11:52:43, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:53:10, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 11:53:25, the patient received the non-lifevest defibrillation. Rhythm at the time of treatment was asystole. Post shock rhythm was asystole. At 12:04:00, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was idioventricular rhythm @ 10 bpm. Post shock rhythm was idioventricular rhythm @ 10 bpm. At 12:04:52, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was idioventricular rhythm @ 10 bpm. Post shock rhythm was idioventricular rhythm @ 10 bpm. The electrode belt was disconnected at 12:57:54 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.